Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed a sudden change in shock impedance. The high shock impedance trended greater than 200 ohms in the rv coil to ra coil shock configuration. Which resulted in a loss of capture. The shock configuration was reprogrammed to rv coil to can and impedance measured at approximately 95 ohms. The physician sent the patient for a chest x-ray and no further information is known, at this time. No adverse patient effects were reported.